Event description:
It was reported that high resistance was noted with five pt, two of which became distressed, no pt sequelae were reported. See reports: 9680602-1999-00005, 9680602-1999-00006, 9680602-1999-00007, and 9680602-1999-00008.